Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry and later through medical records that a 2700tfx 25mm aortic valve was explanted and replaced with a 3300tfx 29mm after an implant duration of 4 years due to leaflets thickening and moderate calcification. The patient presented with arrhythmia. The patient was discharged on pod #8. Per medical records the patient underwent a redo-avr and aortic annular enlargement (yang procedure). The explanted valve was found to have significant thickening and moderate calcification. Hemashield patch was then fashioned into a rectangular shape to enlarge the aortic annulus and aortic root and cut to the desired size. A 29mm 3300tfx magna ease aortic valve was implanted in replacement. After completion of the valve replacement, the left and right coronary ostia was easily visible and there was no evidence for a paravalvular defect. Post weaning from cpb, a tee demonstrated demonstrated normal left ventricular function, and mild rv dysfunction, with no evidence of a paravalvular leak. Postoperatively, the patient returned to the cardiovascular ICU in stable condition.

Manufacturer narrative:
H10: additional narratives: h3: product evaluation. Customer reports of leaflet thickening and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of leaflet 2. Leaflet 1 had a 2mm tear near commissure 1 and leaflet 2 had a 1mm tear near commissure 3. Calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and approximately 6mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off and exposed the metal band around the valve on the inflow aspect. Cut off sewing ring fragment was not returned. Wireform was exposed on commissure 2. Two suture pledgets remained attached to the host tissue overgrowth around leaflets 1 and 2 on the inflow aspect.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted and replaced with a 29mm valve after an implant duration of 4 years due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.